Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis shows a mismatch between the image acquisition system (ias) and the image visualization system (ivs) which is based on a failure in the ivs. Upon investigation the involved customer service engineer replaced the ivs hard disk after which the system recovered. The defective ivs hard disk has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that image transfer to the image visualization system (ivs) aborted. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.